Manufacturer narrative:
On 20 february 2017, the supplier of the instrument (amis cup impactor-m8, code 01.15.10.0536, lot. 16hc499) provided the following document review: batch released on 30 november 2016. N. Of pieces released: 24 all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have never received other complaints for this batch. There aren't non conformity elements in the document review. Batch review performed on 28 february 2017. Lot 165373: 49 items manufactured and released on 13 october 2016. Expiration date: 2021-09-27. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the cup inserter failed to disengage. The surgeon had to remove the head and reinsert using a straight inserter. The surgery was delayed approximately 10 minutes. The surgery was completed successfully. X-rays are not available; the instrument will be available for investigation.

Manufacturer narrative:
On 30 march 2017, the r&d project manager performed a visual inspection of the retrieved item and commented as follows: as results of the inspection of the amis cup impactor handle, it is clear that the rotation of the cardan parts is blocked and this is the reason why the surgeon was unable to disegnage it from the cup. A deformation of the cardan joint close to the threaded connection is visible: in particular, it seems that the pin which assemble the cardan connection has been deformed during the usage. Maybe, an hight torsion applied to the handle in order to disengage it from the implant cup, should be the root cause.